Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. When the merlin on demand transmission was performed, it was seen that the r wave trends were gradually decreasing over the course of the year on the right ventricular lead. Threshold and impedance levels were seen as normal, as well as no noise observed. The physician elected to cap and replace the right ventricular lead on (B)(6) 2020. The patient was reported stable throughout and following the procedure.